Event description:
During PICC dressing change, experienced a faulty statlock (piece of statlock plastic broke off, and clasp of the statlock was unable to close). PICC line was heavily manipulated due to faulty statlock. Faulty statlock was removed and PICC recleaned. New statlock placed w/o issue, dressing change completed w/o issue. X-ray was completed to confirm line placement prior to line use. Ok to use order given by crnp prior to PICC use. Statlock ref vppdfp, statlock lot jugr1460, use by date 2025-04-28.